Event description:
The customer reported that his blood glucose readings on the contour next link 2.4 meter were approximately 30 mg/dl and 200 mg/dl higher when compared with another meter. Specific readings were not provided. It is unknown if the other meter was ascensia's or a different manufacturer.

Manufacturer narrative:
The initial report states that the meter involved in the event was contour next link. However, the actual meter involved was contour next link 2.4 meter. The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned contour next test strips from lot # 8kpec10a, which is different than the suspected contour next test strips from lot # 8gpeb09b. An in-house testing was performed using the returned meter with returned test strips and in-house test strips from lot # 8gpeb09b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that his blood glucose readings on the contour next link meter were approximately 30 mg/dl and 200 mg/dl higher when compared with another meter. Specific readings were not provided. It is unknown if the other meter was ascensia's or a different manufacturer. There was no allegation of an adverse event. The product is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour next test strips from lot # 8gpeb09b were tested with the in-house contour next link meter, which gave satisfactory performance.